Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. Upon investigation the electrode belt failed a pulse test. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the thermally damaged diode array could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During evaluation of an electrode belt that was returned for an unrelated reason, a reportable malfunction was found, electrode belt sn (B)(4) failed a pulse test.